Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt, implanted on (B)(6) 2001, can no longer hear with her device. She was hearing well before. No head trauma was reported.